Event description:
In 2005, laminectomy redo for progressive thoracic myelopathy, dura patch graft, FDA recall of graft suspect sterilization environ controls failure. Fifteen days later, surg to repair leak. In 2004, surg to repair leak.